Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received form a doctor regarding a pump delivering clonidine (10 micrograms per day) and dilaudid (hydromorphone) (5 milligrams per day) at unknown concentrations. The indication for use was non-malignant pain. There was a potential telemetry issue. The doctor got an attention dialogue box stating the pump was stopped on (B)(6) 2015. The patient had a subsequent refill on (B)(6) 2015. There was no noted interruption in telemetry. The doctor did not see verbiage for how long the pump was stopped. Re-interrogating the pump showed the programming was correct and the pump was running in simple continuous mode. Prior to the report, the doctor was playing around with the programming and disabled the patient's personal therapy manager (ptm) and lowered the dose to 1 milligram per day. The dose was back up to 5 milligrams per day, but the ptm was left disabled. The patient's refill was extended to next week. The event was resolved. No symptoms were reported related to the event. Additional information was requested regarding the cause of the event, if the patient had any symptoms, and what troubleshooting was done to resolve the issue. A supplemental report will be submitted if additional information is received.